Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 3006705815-2020-01042. It was reported the patient was unable to increase amplitude on stimulation. Diagnostics revealed high impedances on one lead for all contacts. Reprogramming provided temporary coverage, but this decreased over time. To address the issue, the physician explanted and replaced the patient¿s left lead. Postoperatively, effective therapy was restored. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.